Event description:
Procedure: lobectomy. According to the reporter: malformed stapling occurred. Oozing bleeding was reported as under 200cc occurred. Additional resection of tissue was performed and the surgeon used another device to complete the procedure. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).